Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. As a result, surgical intervention occurred on (B)(6) 2023 to attempt implant of an additional lead for coverage. However, during the procedure, a new lead could not be implanted due to patient anatomy and the procedure was aborted. The patient was reprogrammed with existing leads to address the issue. No further intervention is planned.